Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer shaft and the inner shaft were visually examined for damage. The stent and rack lock were not returned. Visual inspection of the outer shaft revealed 1 kink at the strain relief. Visual examination of the inner shaft revealed 2 kinks 5.5cm from the tip and 6.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that inner shaft detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the iliac artery. After a 6fr non-bsc introducer sheath was placed, a non-bsc guidewire crossed the lesion. Then an 8x40x75 epic¿ vascular stent was advanced and implanted. However, during removal of the stent delivery system from the sheath, resistance was encountered and it was then noted that only the outer sheath and the handle portion were present without the inner shaft. The inner shaft separated outside of the patient and was simply removed. Nothing was left in the patient. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that inner shaft detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the iliac artery. After a 6fr non-bsc introducer sheath was placed, a non-bsc guidewire crossed the lesion. Then an 8x40x75 epic vascular stent was advanced and implanted. However, during removal of the stent delivery system from the sheath, resistance was encountered and it was then noted that only the outer sheath and the handle portion were present without the inner shaft. The inner shaft separated outside of the patient and was simply removed. Nothing was left in the patient. No patient complications were reported and the patient status was good.